Manufacturer narrative:
Review of the data management system confirmed that sensor glucose values were not available at the time of the event because the system was in the initialization phase following a sensor re-link. As a result, no sensor glucose values or glucose alerts were available during the event, which was consistent with expected system behavior during initialization. No device malfunction was involved in the event, therefore no further investigation was required.

Event description:
On april 22, 2026, senseonics was made aware of an incident in which the user reported a high glucose event. The user indicated that at approximately 11:30 am, a blood glucose value of 353 mg/dl was obtained, and the user reported feeling well at the time of follow-up. The user did not seek professional medical treatment and reported resolving the event independently by administering insulin. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their healthcare provider for medical guidance.